Event description:
"We had an issue with a 1.2f l-cath. The cath was in the infant with blood return, when flushed the catheter was found to be leaking at the hub/base/beginning of the line. The catheter had to be removed and a new catheter was placed." There was no patient harm.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.